Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. Analysis was performed using the returned rotawire. During testing, the returned wire was removed with resistance present. There were numerous kinks present to the wire which caused resistance during withdrawal from the burr catheter. The burr catheter was not stuck and was able to be removed. Reinsertion of the wire failed as there was resistance due to kink damage present to the wire. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. The advancer knob was able to toggle back and forth. When toggled in an unlocked state, there was no resistance, and the advancer knob moved smoothly.

Event description:
It was reported that the burr was stuck on the guidewire. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr became stuck with the rotawire within the guiding catheter. At the time of the first ablation, the advancer knob felt stiff to move, but the use was continued. The rotapro was attempted to be removed with dynaglide, however the rotapro stalled and could not be removed from the wire. The rotapro burr and the rotawire were removed from the body as one unit. No patient complications were reported.

Event description:
It was reported that the burr was stuck on the guidewire. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr became stuck with the rotawire within the guiding catheter. At the time of the first ablation, the advancer knob felt stiff to move, but the use was continued. The rotapro was attempted to be removed with dynaglide, however the rotapro stalled and could not be removed from the wire. The rotapro burr and the rotawire were removed from the body as one unit. No patient complications were reported.